Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml; 122.12 mcg/day via an implantable pump for intractable spasticity and stroke. The date of the event was (B)(6) 2015. The patient followed up in the clinic (B)(6) 2015 for a pump refill and reprogram. The patient experienced left arm pain and had pain scores of 4 with sleep, 3 with rest, and 4 with movement. The pain was described as spasm and was worsened with nothing specific and improved with baclofen pump. A pump refill and reprogram was performed. The patient's pump was interrogated and the pump was noted to contain lioresal 500 mcg/ml; 122.12 mcg/day. The reservoir volume was anticipated to be 2.3 ml and was reprogrammed to a volume of 40 ml. The pump was re-programmed with settings of lioresal 1000 mcg/ml; 134.3 mcg/day. The settings reflected an increase by 10 % from the prior settings. A bridge bolus was also programmed which 134.3 'g per day. Consist of a total of 206.06g in the last 36 hours and 50 minutes. The next low reservoir alarm date was noted to be (B)(6) 2016 after reprogramming. The elective replacement indicator was noted to be 69 months. The patient first started experiencing the flipped pump in (B)(6) 2015. After reprogramming the patient's pump, it was elected to proceed with a pump refill. Despite numerous attempts to access the pump, the hcp was unable to access the pump. There was concern about whether the pump was in an 'inverted position. The patient was taken to the fluoroscopy suite and images were taken of the pump. With lateral imaging, it was verified that the pump was in an inverted position. The pump was then flipped manually. A 22-gauge non-coring needle was then used to enter the pump easily and about 3 ml to dear fluid was withdrawn and discarded. Then, 40 ml of above medications was instilled into the pump using intermittent aspiration to ensure constant contact with the pump reservoir. The patient tolerated this well without any evident complications. The plan was to contact the physician to inform them of the pump having been flipped at the time of the refill and may schedule reevaluation for revision of pump pocket to prevent further flipping. The patient followed up with the physician on (B)(6) 2016. The pump was found to have been turning in august and was difficult to fill. The pump had flipped, and was unable to adequately refill it. A revision was performed (B)(6) 2016 for repositioning of the baclofen pump and filling it with baclofen. The pump flip was confirmed once the pocket was opened. The cause of the issue was suspected to be the patient's young daughter, they think that when she jumped on the patient, she loosened it and possibly flipped it. The pump was loose within the fibrous pocket and the catheter looked normal. Preoperative antibiotics were given. The pump had little over 14 or nearly 15 ml which is the amount that was supposed to be on the pump. No troubles were noticed with the pump as far as the function. The baclofen was withdrawn from the pump completely. The pump was filled with 40 ml of 1000 mcg/ml of baclofen. The pump was then secured back in the pocket to the fascia with 4 sutures. The catheter was tucked beneath the pump and there were no kinks. The patient followed up with the physician on (B)(6) 2016 for post-operative evaluation and suture removal. The patient was doing very well. The incision was healing nicely and the patient had been wearing an abdominal binder for the most part. The patient felt that he was getting good coverage from the pump and that his gait had improved. The incision appeared to be well-healed. The sutures were removed without difficulty. The patient moves all extremities with 5/5 strength with increased tone at baseline. The patient was doing great. The pump was solid and working. The issue had been resolved, during the surgery on (B)(6) 2016 the pump was flipped back over and sutured down well, no other intervention was required.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Telemetry printouts were received from a manufacturer representative. On (B)(6) 2016, the patient had no volume discrepancy at refill. The patient was receiving 1000 mcg/ml lioresal at a dose of 165.3 mcg/day. The estimated elective replacement indicator was at 57 months and the refill interval was 229 days. The logs had not been read.